Event description:
During the procedure with the patient in the room and installed but not prepped, after connecting the cable to connect the grounding pad with the generator, a message appeared that stated there was no grounding pad connected. Because of such, it was not possible to do the lesion. The procedure was cancelled and the patient was rescheduled. There were no adverse consequences to the patient.

Manufacturer narrative:
One nt 2000 ix neurotherm rf generator was received for evaluation. No visual anomalies were detected in the visual inspection. The generator was connected to an external power source and the generator powered on successfully. The dispersive connector then came loose and the internal wire broke off. Replacing the connector board resolved the issue. Testing of all ports was conducted while monitoring the port temps and impedance. Overall, based on the information provided to abbott and the investigation performed, the reported issue has been confirmed and the root cause of the field reported issue was isolated to abnormal functionality of front panel connector board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Manufacturer narrative:
One nt 2000 ix neurotherm rf generator was received for evaluation. No visual anomalies were detected in the visual inspection. The generator was connected to an external power source and the generator powered on successfully. The dispersive connector then came loose and the internal wire broke off. Replacing the connector board resolved the issue. Testing of all ports was conducted while monitoring the port temps and impedance. Overall, based on the information provided to abbott and the investigation performed, the reported issue has been confirmed and the root cause of the field reported issue was isolated to abnormal functionality of front panel connector board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the procedure with the patient in the room and installed but not prepped, after connecting the cable to connect the grounding pad with the generator, a message appeared that stated there was no grounding pad connected. Because of such, it was not possible to do the lesion. The procedure was cancelled and the patient was rescheduled. There were no adverse consequences to the patient.